Event description:
It was reported by the hcp, that while attempting to place a bravo ph monitor, the capsule attached to the esophagus, but would not detach from the delivery system. The physician was able to remove the device by dismantling the system and the procedure was completed by using another device. No adverse effects to the pt or medical interventions were reported.

Manufacturer narrative:
The device has not been returned to medtronic at the time of this report. If further information is rec'd or the device returned a follow-up report will be done.